Event description:
It was reported to resmed that an astral device powered on with a blank display and powered down unexpectedly. There was no harm or serious injury reported as a result of the incident.

Manufacturer narrative:
The astral device was returned to resmed for an evaluation. The reported complaint could not be reproduced, however, review of the device logs confirmed the reported complaint. The device was serviced and fully tested before it was returned to the customer. Resmed reference#: (B)(4).

Manufacturer narrative:
An investigation determined that the device powered down due to the missing "turned off" alarm. Performance testing could not reproduce the reported device powered on with a blank display. Resmed's risk analysis for this failure mode concludes that the risk is acceptable. Resmed reference#: (B)(4).

Event description:
It was reported to resmed that an astral device powered on with a blank display and powered down unexpectedly. There was no harm or serious injury reported as a result of the incident.